Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn cath lab supervisor. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following information: it was reported that the air immediately deflated after inflating 15cc of air to achieve hemostasis post left heart catheterization (lhc). The patient started to actively bleed in the room, causing a small hematoma and they were able to regain hemostasis with a second tr band. The device was not manipulated before use in any way, pre-use or during storage. The product was stored prior to use, per instructions for use (IFU). The balloons were able to be inflated by the healthcare professional, then deflated completely in two minutes. The other device that was used in the access site was second tr band. Patient was stable, hemostasis was achieved however, a hematoma formed.